Event description:
I am extremely disappointed with the failure and non-performance of my home access health corp hiv test. My test, when mailed in, proved to be defective and the test results invalid. I have contacted the MFR and requested a refund but their customer service attitude is uncooperative and they have refused to work with me at all, even though the product was non-functional. To briefly explain the situation: I have tick calluses on my hands which made it impossible to draw a sufficient amount of blood using the MFR's flimsy and substandard lancets, despite the fact that I followed all instructions included with the test. The first of the included lancets did not even fully pierce my skin; the second barely pierced the skin and drew only a tiny amount of blood. When I called home access corp's 1-800 number to ask if I might instead be able to draw blood from my toes or elsewhere, their rep was very vague and evasive, and would not provide definite answers to the questions of whether I could draw blood elsewhere. Then, the test results came in as, "incomplete" due to clotting, which they have advised me is a common result of not being able to draw enough blood. When I received these results, the home access agent on the phone was extremely hostile and rude to the point of being blatantly insulting and offensive. She essentially shouted at me that I had not followed directions and then refused to provide me a replacement test or answer further questions. When I asked to speak to a supervisor, she hung up on me. I still have not received any satisfactory results from this product, and I am outraged at the unprofessional and offensive conduct of home access and their employees. I feel that the FDA should be aware of the poor product quality and blatant abuse of customers that is being practiced by this product's MFR.